Event description:
Unit burnt at unit charging port and got very hot when it was being charged for the first time. Determined that the unit experienced the burning upon initial charge and was challenging to separate cord from unit.